Event description:
On 06/13/2026, dr. (B)(6) reported that a 56-year-old female patient presented to walker family dentistry office with concerns related to a previously placed dental implant. The implant had been placed at tooth location #20 on (B)(6) 2026 using a hahn tapered kit. It was reported that the implant was placed after immediate tooth extraction, and no other differences or complications were observed. The patient presented with the issue on (B)(6) 2026, within three weeks of implant placement, complaining of pain and swelling at the site. Additionally, doctor noted that signs of pus in area. During the examination, the doctor discovered that the implant site had an infection and that the implant had failed to osseointegrate. Additionally, the doctor suspected implant rejection due to infection. As a result, the implant was removed on (B)(6) 2026 using a hand instrument to remove the implant in whole. It was confirmed that the symptoms resolved after removal of the implant. The issue occurred inside the patient's mouth. The opposing arch consisted of natural teeth, and a cover screw was placed on the abutment/fixture attached to the implant. It was reported that the implant/prosthesis had not already come out when the patient presented to the clinic. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. The patient returned to the clinic one week after implant removal, and the doctor examined the patient and noted that all symptoms had resolved. It was further reported that the patient had type ii soft bone and good oral hygiene. No abnormalities with the implant or its packaging were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).